Manufacturer narrative:
Institution phone: (B)(6), reporter phone: (B)(6).

Event description:
Philips received a complaint on the heartstart mrx indicating that the battery can¿t be identified. The customer worked with the rse. The device needs a follow-up evaluation. However, the customer refused any further follow-up by philips. No further action is required at this time.